Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml via an implantable pump. The company rep reported that patient had an infection at the pump pocket site and the healthcare provider (hcp) wanted to lower the infusion rate without refilling the pump. The pump currently had 2000 mcg/ ml and the company rep stated that the pump was running at the lowest flow rate for that concentration. The company rep wanted to know if they could somehow program the pump to go slower without changing the concentration of the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.